Event description:
On (B)(6) 2004, teh pt underwent treatment of the abdominal aorta and was implanted with gore ecluder aaa endoprosthesis. The pt tolerated the procedure. The pt did not continue his f/u care. On (B)(6) 2012, the pt underwent a computed tomography scan and distal device migration was reported.

Manufacturer narrative:
According to the gore excluder aaa endoprosthesis instructions for use (IFU), adverse events which may require intervention include, but are not limited to: prosthesis migration, endoleak.